Event description:
The customer contacted beckman coulter inc. (Bec) in regards to obtaining higher than expected, reproducible bhcg results above the normal reference range for one patient generated by the unicel dxi 800 access immunoassay system. The erroneous result was reported out of the laboratory; however, the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The bhcg sample was collected in a plasma tube. Per proservice collected qc charts, both levels of bhcg qc have been performing within the customer's established ranges for the past two weeks. Subsequent testing on an alternate methodology produced lower, discordant results in a different gestational category. On (B)(6) 2011, bec field service engineer (fse) verified instrument performance; no issues were noted. The fse and customer ran one patient sample on both of the laboratory's dxis and on a sister hospital's dxi; all results were within the precision claims of the assay. The fse reviewed pre-analytical and patient sample issues which could contribute to reproducible elevated results. A definitive root cause has not been determined to date for this event.